Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported hardware reset was observed on the device during reprogramming to turn off hv therapies for a dnr patient. No programming changes were made. The device remains implanted.